Event description:
After insertion of trocar into pt for placement of catheter, the catheter was removed and the distal tip noted to be cracked. The physician was informed and the catheter was replaced. The catheter tip was intact and no add'l procedures were needed.